Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing tamponade. Pericardiocentesis was performed. It was noted that the right atrial lead had perforated the heart. The lead was explanted and replaced. The patient was in stable condition during and post operating. The patient would continue to be monitored.